Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the device was getting a power failure. It was reported there was no patient involvement at the time the issue was discovered. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
Attempts have been made to try to obtain further information about this case, but no further information was able to be obtained, only that it was requested by the customer to have an engineer perform a change order. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.